Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse tested monopolar ports and both fired using test instrument(s) with no issues. Fse found foot pedal trays stacked on top of one another inside bottom drawer. Fse repositioned foot pedal trays side by side. No part replacement was required as the reported issue was not replicated during system evaluation. The customer was advised of the findings and explained to call back if they have any issues using bovie pen during next case. There was no trouble found and the system was tested and verified as ready for use. No product is expected to be returned for analysis no image or procedure video was provided for review. No logs are available for the generator. This complaint is being reported based on the following conclusion: the customer converted to a spare erbe generator after the start of the procedure due to the cut function not working on the erbe. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported during a da vinci-assisted hemicolectomy procedure the monopolar cut function was not working on the erbe vio electrical surgical unit (esu) generator when using a handheld cautery pen. The customer explained they were plugged into the top monopolar port on the erbe and were using the finger trigger on the pen. The staff connected the cautery pen to another generator and it worked properly. The customer could not confirm if the top monopolar port worked with da vinci instruments, since they used only the bottom monopolar port for the da vinci. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) has performed follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.